Event description:
The tech alleged that the head of the bed raises eight inches then lowers back down. No pt impact.

Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation actuator to resolve the issue.